Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had hairline cracks. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube/cylinder and jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the flexibility adjustment ring had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The scope cover had discoloration. The switch box had discoloration. The indication on the grip was unclear. The air/water cylinder had foreign objects. Due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard. The light guide lens had a crack. The connecting tube had a wrinkle. The universal cord had a scratch. During incoming inspection, a leakage was found in the bending section cover due to a pinhole, and the distal end insulation test failed. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint for foreign material in the air/water cylinder was (B)(4); a foreign material in the air/water channel was (B)(4); and a foreign material in the auxiliary water channel was (B)(4). Conclusion: the root cause could not be identified and could not conclusively specify the cause of the foreign material that remained in the device. However, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the bending section cover. Olympus will continue to monitor field performance for this device.